Event description:
Had multiple adverse reactions (breast implant illness) to natrelle silicone implants by allergan. All bloodwork came out negative for trying to diagnose health issues, but health returned back to normal after explant (B)(6) 2021. FDA safety report ID # (B)(4).